Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.a lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
It was reported that on (B)(6) 2014, the patient allegedly had the PICC catheterization under the ultrasound, and the whole puncture was said to be all normal. Supposedly, on (B)(6) 2014, during the infusion, the patient reportedly complained the upper arm was painful. It was reportedly found during the catheter removal that the catheter was allegedly broken at 10 cm, and the drug inside the patient's body was said to be outflowing and the skin was reportedly ulcerated. The catheter allegedly slipped into the body from the head end in the body to the location of 10 cm, and then it was reportedly removed by operation. The outflowing wound was said to have healed after a month of treatment in the hospital.